Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).

Event description:
A customer reported vertical gas breakthrough and an incomplete flap on one eye. The surgeon completed the flap cut using the blade. Add'l info has been requested.